Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm if a device issue contributed to the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis on (B)(6) 2025. Symptoms included hyperglycemia. Treatment information was not reported. The patient spent a week in the hospital, receiving treatment, and then was discharged. Additional information is being solicited, a supplemental report will be submitted, if received.